Event description:
The hcp reported that they had interrogated the patient's pump prior to discharge. The pump read "motor stall occurred, stopped pump period may exceed.."; subsequent readings did not show the message. The reservoir volume reading was 10mls left in reservoir. They were advised to aspirate the drug; 10 mls was removed from the reservoir, the pump was refilled and updated. No signs of baclofen underdose were observed. The team in the hospital planned to continue to monitor the patient's condition closely and re-interrogate the pump to observe performance. Approximately one month later it was reported that the patient was fine and the pump had continued to work efficiently since.